Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013. Device not yet returned for evaluation.

Manufacturer narrative:
(B)(4). This report is filed april 7, 2014.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.